Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device remained activated. A new kit was used to complete the procedure. There were no pt effects. The product is returning.